Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and removal difficulties occurred. The lesion was located in the moderately tortuous left subclavian vein (via shunt of hemodialysis). The lesion was 90% stenosed and non-calcified. The vascular access site was the left brachial vein. The ultra thin diamond 12mm x 4cm x 75 cm balloon catheters was advanced to the lesion. However, upon inflation at 10 atm, the balloon ruptured. Removal difficulty was reported. The balloon catheter and the introducer sheath were removed from the patient as one unit. Another unspecified device was used and inflated to 15 atm to complete the procedure. Attempts to obtain further info were unsuccessful. No patient injuries or complications were reported. The patient's status is reported as "good."